Event description:
Philips received a complaint on the xl+ (861290) indicating that there was an unspecified malfunction issue. There was no reported patient involvement. A good faith effort was made to obtain additional information regarding the reported problem, and the following information was received: there is no damage and not faulty, customer is just considering that the device has reached its end of life (eol). Available details indicate that the device has reached its end of life and the customer requested that the device be removed from service. As the device is not malfunctioning or faulty, no repair action was deemed necessary. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Device is end of life / end of support.